Manufacturer narrative:
The perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a surgeon was using a high speed drill (pidrive) with a perforator (chuck) and codman perforator bit to create bur holes for a craniotomy. The perforator bit did not stop and passed through the bone and remained stuck in the bone. The bit remained in the patient's bone but had been detached from the drill/perforator chuck. The scrub team attempted to reattach the drill/perforator chuck to the bit and reverse the drill to try and remove it, however this wasn't successful. The medical team used forceps (unknown product name/code) to remove the codman perforator bit from the bone, and swapped to a different perforator bit. The event led to 10 minutes surgical delay.